Manufacturer narrative:
The device has not been returned as the customer decided not to have it repaired at this time. No evaluation is available to determine if there was fluid ingress within the device.

Event description:
On (B)(6) 2015 haemonetics received a phone call from the customer stating their orthopat device had a fluid spill in centrifuge area from disk seal. No patient or operator issues were reported.